Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of benefit subsequent to pain and discomfort with and without device use as a result of device migration. The implanted device remains.